Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A nick in the insulation approximately 41 cm from the terminal pin was observed. Resistance and pressure tests were completed and passed successfully. Microscopic inspection of the helix of the lead found no anomalies. Outside of the induced insulation nick to the lead, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have dislodged leading to loss of capture. Surgical intervention was performed and multiple attempts were made to reposition the lead, but none were successful due to high threshold measurements. The physician decided to explant the lead and some induced insulation damage was observed upon removal from the patient. The rv lead is no longer in service. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.